Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient line was leaking during peritoneal dialysis therapy. This event occurred during dwell two of five while the patient was connected. The patient stated that they did not see any holes, cuts or damage to the tubing and they took down the supplies immediately. The patient stated the leak came from the patient line (the tube that connects to them) between the tubing and the plastic connector piece. The patient stated there was no damage to their transfer set and they did not need to replace it. The technical service representative assisted in ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.